Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, it appears that patient factors (patient¿s age, fatty apex, and uncontrollable high blood pressure) caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transapical tavr procedure, while in the ICU, the patient developed sudden hypotension and was noted to have bled 500cc through his chest tube. The patient was taken back to the operating room and the incision was re-opened and explored. There was bleeding noted from the access site in the left ventricle. Additional stitches were placed which resolved the bleeding. A total of two units of prbcs and one unit of platelets were transfused. The patient had been hypertensive with a systolic pressure of 180mmhg prior to the sudden blood pressure drop and blood loss. The surgeon had anticipated some issues with bleeding. The apex was very fatty and a large fat pad from the apex had to be removed prior to the placement of the purse strings. The bleeding was attributed to the patient¿s uncontrolled high blood pressure post tavr.